Manufacturer narrative:
B3: date of event: used the first day of the month of the aware date as it was unknown.

Event description:
It was reported that stent fracture occurred. The target lesion was located in coronary artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent fractured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 16 was returned for analysis. A visual and tactile examination identified no damages. A visual and tactile examination of the distal extrusion identified no damages. A visual examination of the crimped stent found a stent strut raised at its proximal end. No other damage was noted along the length of the crimped stent. There were no stent strut fractures. The stent was securely positioned between the proximal and distal markerbands. The crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. A microscopic examination of the balloon material identified no damages. The balloon was tightly folded and did not appear to have been subjected to any positive pressures. A microscopic examination of the tip identified no damages.

Event description:
It was reported that stent fracture occurred. The target lesion was located in coronary artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent fractured. The procedure was completed with another of the same device. No patient complications were reported.